Manufacturer narrative:
Follow-up #1: date of submission 08/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2015 with the following findings: the pump's black box showed evidence of a call service 064 alarm on 06/10/2015. The pump could not be exercised for 24 hours due to the keypad buttons not responding. Moisture was observed behind the display. The pump failed a leak test due to a case seal leak. Further moisture damage was observed internally.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.